Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-03682. It was reported the patient ((B)(6)) is not receiving effective therapy. High impedance readings were observed on multiple lead contacts. The physician was unable to resolve the issue with reprogramming and is treating the issue with medication. Surgical intervention will be taken at a later date to address this issue.